Manufacturer narrative:
Please see MFR report number: 3004209178-2017-20447 regarding related ins.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's parkinson's symptoms had gone downhill since getting a cardiac implant; all of their symptoms returned. The hcp had checked their system and impedances and they appeared to be working fine, however they were not helping the patient. One ins was near eos but had not reached it yet. The physician was concerned of a possible urinary tract infection, unrelated to surgery but one which maybe could affect their mental state. The patient was planned for further follow-up and testing with the hcp. No further complications were reported as a result of this event.